Event description:
The reporter called regarding freestyle libre sensor. He mentioned that the sensor does not stick to body for 14 days instead it falls off by 07 days and is not usable. This happened with three sensors. Also the company used to provide 02 alcohol swabs which is not provided now. The reporter also mentioned he had high blood glucose levels due to these issues. Reference reports: mw5149821, mw5149822.